Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. After a 7f non-boston scientific (bsc) guide catheter was engaged, pre-dilatation was performed using a semi-compliant balloon. A 2.75 x 28mm synergy xd drug-eluting stent was selected for treatment. However, during the procedure, the shaft was broken. The device was removed, and the procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.